Manufacturer narrative:
Gehc surgery field svc engineer is evaluating this issue.

Event description:
During clinical procedure, sys displayed error message: charger failed, communication error. After rebooting the sys, clinical procedure was finished without injury to the pt.